Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts lifted from their crimped stent positions on the most distal strut row. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11jun2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation with a 2.0x20mm maverick balloon catheter, a 3.00 x 48mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient status was stabilized. However, returned device analysis revealed stent damage.